Manufacturer narrative:
Reliability analysis evaluated 2 opened/used reservoirs. Reservoirs, snap cap, and septum were inspected for anomalies. None were found. Ran occlusion test as follows, reservoir was filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a 5xx insulin pump and performed the insulin pump's manual prime. Visual fluid flow through infusion set and out catheter tip. Conclusion reservoirs were not occluded. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported that she had issues with the reservoirs. Insulin was squirting out during manual prime process. The customer experienced a low blood glucose level of 50 mg/dl. Customer's current blood glucose level was 360 mg/dl. The customer changed out her infusion set and reservoir to treat with a bolus to resolve her high blood glucose level. She had sugar tablets and a meal to treat her low blood glucose level. The customer was advised that the device would be replaced and agreed to return the product for analysis.